Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure (batch no. C91743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included anxiety, depression, hypertensive, pelvic pain and uterine enlargement. Concomitant products included amlodipine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/ tired"), pain in extremity ("legs pain"), pain ("innerbody pain"), rash pruritic ("red rash on arms and stomach very itchy") and rash erythematous ("rashes or skin conditions ¿ red rash on arms and stomach very itchy, comes and goes"). On an unknown date, the patient experienced genital haemorrhage ("genral abnormal bleeding"), libido decreased ("reduced libido"), abdominal pain lower ("cramping") and abdominal distension ("bloated") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, genital haemorrhage, menorrhagia, fatigue, hormone level abnormal, migraine, pain in extremity and weight increased had resolved and the vaginal haemorrhage, dyspareunia, libido decreased, pain, rash pruritic, rash erythematous, abdominal pain lower and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, libido decreased, menorrhagia, migraine, pain, pain in extremity, rash erythematous, rash pruritic, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2014. Right ostea- 5 coils visible. Left ostea- 4 coils visible . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : dyspareunia, menorrhagia the following information was received from social media cramping, bloated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- cramping, bloated. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure (batch no. C91743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, depression, hypertensive, pelvic pain and uterine enlargement. Concomitant products included amlodipine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/ tired"), pain in extremity ("legs pain"), pain ("innerbody pain"), rash pruritic ("red rash on arms and stomach very itchy") and rash erythematous ("rashes or skin conditions ¿ red rash on arms and stomach very itchy, comes and goes"). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain") and experienced libido decreased ("reduced libido"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain and pain in extremity had resolved and the vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, hormone level abnormal, libido decreased, migraine, pain, rash pruritic, weight increased and rash erythematous outcome was unknown. The reporter considered back pain, dyspareunia, fatigue, hormone level abnormal, libido decreased, menorrhagia, migraine, pain, pain in extremity, rash erythematous, rash pruritic, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2014. Right ostea- 5 coils visible. Left ostea- 4 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. C91743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included anxiety, depression, hypertensive, pelvic pain and uterine enlargement. Concomitant products included amlodipine. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced migraine ("migraines / headaches"). In (B)(6)2015, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/ tired"), pain in extremity ("legs pain"), pain ("inner body pain"), rash pruritic ("red rash on arms and stomach very itchy") and rash erythematous ("rashes or skin conditions ¿ red rash on arms and stomach very itchy, comes and goes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and libido decreased ("reduced libido") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the back pain, genital haemorrhage, menorrhagia, fatigue, hormone level abnormal, migraine, pain in extremity and weight increased had resolved and the vaginal haemorrhage, dyspareunia, libido decreased, pain, rash pruritic and rash erythematous outcome was unknown. The reporter considered back pain, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, libido decreased, menorrhagia, migraine, pain, pain in extremity, rash erythematous, rash pruritic, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6)2014. Right ostea- 5 coils visible. Left ostea- 4 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : dyspareunia, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received-new event weight gain and genital bleeding were added, event outcome were updated, layer was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure (batch no. C91743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, depression, hypertensive, pelvic pain and uterine enlargement. Concomitant products included amlodipine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/ tired"), pain in extremity ("legs pain"), pain ("innerbody pain"), rash pruritic ("red rash on arms and stomach very itchy") and rash erythematous ("rashes or skin conditions ¿ red rash on arms and stomach very itchy, comes and goes"). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain") and experienced libido decreased ("reduced libido"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain and pain in extremity had resolved and the vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, hormone level abnormal, libido decreased, migraine, pain, rash pruritic, weight increased and rash erythematous outcome was unknown. The reporter considered back pain, dyspareunia, fatigue, hormone level abnormal, libido decreased, menorrhagia, migraine, pain, pain in extremity, rash erythematous, rash pruritic, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2014. Right ostea- 5 coils visible. Left ostea- 4 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : dyspareunia, menorrhagia most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet and medical records received : lot number added. Incident category updated. Reporter information, patient details, product indication updated. Removal date added. Event ¿ injury¿ was replaced with events given in the sd. Events added- vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, hormone level abnormal, libido decreased, migraine, pain in extremity, back pain, pain, rash erythematous, weight increased. Concomitant conditions and products added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.